Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
(B)(6) study it was reported thrombus on the closure device occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. Pre-procedure, the transesophageal echocardiogram (toe) showed smoke in the laa. Prior to the procedure, aspirin was administered. 2500 units of heparin were administered. About 10 minutes later, an additional 5000 units of heparin were administered. The patient's activated clotting time (act) was measured at 400 seconds. A 31mm watchman flx laa closure device was attempted. The closure device was deployed and recaptured seven times due to the depth of the laa. After the seventh recapture, thrombus was noted on the closure device where the corewire attaches. The closure device was fully recaptured and blood aspiration was performed during recapture. The thrombus was removed with the removal of the closure device. The patient's act was measured at 360 seconds. There was no sludge or spontaneous contrast noted on the intracardiac echocardiogram (ice) imaging during the procedure. A 27mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 20.0 mm. The patient's act was 291 seconds. Dual antiplatelet therapy was given to the patient post procedure. There were no traces of thrombus anymore. The patient was well the following morning and was discharged from the hospital in good health.